Manufacturer narrative:
The investigation determined that lower than expected valproic acid (valp) results were obtained from non-vitros biorad quality control fluids using vitros chemistry products valp reagent lots 2511-30-9210 and 2511-30-8922 on a vitros xt7600 integrated system. The assignable cause of the event cannot be determined with the information provided. Improper fluid handling cannot be ruled out as a contributor to the event. The customer stated that qc fluid was often left out at room temperature for longer than biorad recommendation, and that if the qc was outside expectation they would thaw fresh fluids and the qc would then be in range. However, it is unknown if this occurred at the time of the events and therefore this cannot be confirmed as the cause. Historical qc results showed imprecision among both of the affected lots, indicating that the vitros valp reagents were not performing as expected in combination with the vitros xt7600 system. However, diagnostics precisions for vitros gent and vitros valp were acceptable and vitros tdm pv fluids were within expectation, indicating that the instrument and the vitros valp reagent were performing as expected. Email address for contact office in field is (B)(6).

Event description:
The investigation determined that lower than expected valproic acid (valp) results were obtained from non-vitros biorad quality control fluids using vitros chemistry products valp reagent lots 2511-30-9210 and 2511-30-8922 on a vitros xt7600 integrated system. Biorad lot 56660 level 1 vitros valp lot 2511-30-8922 result of <10.0 ug/ml vs. The expected result of 24.41 ug/ml biorad lot 56660 level 1 vitros valp lot 2511-30-9210 results of 13.58 ug/ml vs. The expected result of 24.41 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were from qc fluids and were not reported outside of the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).